Manufacturer narrative:
At the time of this report, no lot number or sample had been provided. As no device was available for evaluation, the root cause of this complaint cannot be confirmed. If additional information becomes available, a follow up report will be submitted.

Event description:
End user reported a quality issue with the intraoperative probe cover pc1292. The probe cover was ripped/falling apart. The issue was not identified until after the cover had been passed to the field, requiring the staff to have to tear down their sterile field and set it all back up.